Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00375.

Event description:
The facility reported to olympus, during a diagnostic flexible bronchoscopy, bronchoalveolar lavage, biopsy, endobronchial ultrasound, possible rigid bronchoscopy, cautery, argon plasma cautery, cryotherapy, epinephrine, and chest tube, the balloon came off of the scope and could not be found. Prior to the procedure, the balloon was inspected and found to be intact after inflating and deflating balloon. The customer confirmed the balloon was correctly inserted in the endoscope and into the endotracheal tube without lubrication. When the physician attempted to inflate the balloon inside the patient, they were unable to see the balloon. The subject device was removed and the balloon was not there either. The physician inserted a slim flexible bronchoscope (bf-p190, serial (B)(4)) to inspect the airway but no balloon found. The staff also searched for the lost balloon outside of the body and were unable to locate it on the floor or anywhere surrounding the patient. The intended procedure was completed successfully with the same device. There was no procedural delay due to the balloon malfunction. After the procedure a cat scan of the chest was performed. The results stated: no well-defined evidence of a solid endobronchial foreign body. The facility followed up with the patient 02mar2022 and no complaints were reported by the customer. This is for the lost balloon.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. Since the device lot number was unknown, the DHR for a year prior to the date of occurrence was inspected. Records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following device handling by the user: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. The instructions for use (IFU) states the following: ·observe the endoscopic image or the ultrasonic image on the video monitor and confirm that the balloon deflates properly. Otherwise, patient injury may occur. ·if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning wire (bw-16c) into the irrigation port to remove debris. The balloon will be automatically deflated. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Olympus will continue to monitor the field performance of the device.